Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device was making a grinding noise. It was reported that there was a minimal delay to the surgical procedure. The reporter stated ¿the delay was a couple of minutes at most.¿ it was reported that there was a spare device available for use. There was patient involvement, there were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4): the previous report stated the date of manufacture was unknown. It has been updated to reflect the date the device was manufactured. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to various worn components and bearings deterioration from immersion during cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.